Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2017, it was reported that the air was leaking from the hose. The customer returned an air dermatome device, serial number (B)(4), for evaluation. The customer also returned a hose, for evaluation. The device history record (DHR) noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated air dermatome serial number (B)(4) as documented in the repair reports in livelink. The last repair was on (B)(4) 2012 for the device requiring service and calibration and ball detent, machine head, control bar, thickness lever, reciprocating arm, bearings, seal and retaining ring, calibrating shaft, motor, poppet assembly and o-ring were replaced. Product review of the air dermatome by medicrea on june 9, 2017 revealed that the device was completely damaged and corroded. The blade was in the incorrect position. The calibration was out of calibration. There was a leakage on the air hose. Repair of the air dermatome was performed by medicrea on (B)(4) 2017 which included replacement of the ball bearings, o-rings, spring seal, needle bearing, semi-circle bearings, poppet housing, poppet spring, throttle hinge, throttle hinge gasket, seal screw, poppet, motor, motor sleeve, aluminum lever, ball plunger, reciprocating arm, control bar, thickness control shaft, machine head and etched lever . Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event the air was leaking from the hose was confirmed since during product review there was an air leakage from the hose. The root cause of the air leaking from the hose could not be determined with the provided information since it is unknown how the damage to the hose occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Air dermatome, serial number (B)(4), was repaired, tested and returned to the customer.

Event description:
It was reported that the air was leaking via hose.